Event description:
"Surgeon attempted frade 3 spondy reduction with long post screw with gold extensions. 9 mm hex nut would not thread past junction of gold extender and post. Surgeon had to remove plates. S1 7.5 screw had the nut cross threaded and had to be removed with the plate. Exchanging components allegedly resulted in compromised pedicle integrity and decreased spondy reduction.